Event description:
The medical center reported that the foam tray was cut zigzagged allowing foam particles to get on gowns and other items in the tray.

Manufacturer narrative:
Describe event or problem: the medical center reported that the foam tray was cut zigzagged allowing foam particles to get on gowns and other items in the tray. Deroyal: the sample is not available for examination by deroyal. The vendor for the styrofoam tray, crown packaging corp., has been notified of this issue. Foam trays have been removed from all finished goods at deroyal, and replaced by plastic platform trays.